Event description:
It was reported by the materials manager the product (al326) was "sticking" and would not fire in a procedure. Another product was pulled to complete the procedure. There was no consequence to the pt.